Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test and force sensor test. The test reservoir does not lock in place and unable to perform the displacement test and occlusion test due to missing retainer and missing reservoir tube o-ring. The motor slide rewinds properly during testing. The motor was tested outside of the device and passed. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm confirmed in the device history due to broken pin trace on keypad assembly. Device received with scratched case, pillowing keypad overlay, end cap address label missing, missing display window cover and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alert. Customer's blood glucose level was 158 mg/dl. Customer reports they were able to clear the alarm. Customer states they are able to rewind the insulin pump. Customer performed self test and it did not pass. Customer stated delivery was stopped. Customer also reported that the changing reservoir and doing rewind process piston was not going down. Customer advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.